Manufacturer narrative:
The device was not returned for evaluation. The reported issue could not be verified and the root cause could not be determined. The customer informed stryker that the user had pressed the incorrect button on the device.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation shock when the electrodes were connected to the patient. As a result, defibrillation therapy would not be available, if needed. The customer advised that back electrodes were available and were used to provide defibrillation therapy. The patient associated with the reported event did not survive.

Event description:
A customer contacted stryker to report that their device would not provide defibrillation shock when the electrodes were connected to the patient. As a result, defibrillation therapy would not be available, if needed. The customer advised that back electrodes were available and were used to provide defibrillation therapy. The patient associated with the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.